Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a few false positive results with the ID now covid-19. Repeat testing and conformational testing information was not provided. No additional patient information, including treatment and outcome, was provided.